Event description:
A marathon was used in a treatment of an avm with onyx. It was reported the catheter became entrapped, during procedure. While catheter retrieveal was difficult, there was no sign of the pt bleeding. However, one hour later, the pt bled. Physician was not sure if bleeding was due to difficult catheter retrieval or just hemodynamics change within the avm. The pt condition was not reported, on follow-up, it was reported the pt expired.